Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead had high impedances, high thresholds, and a possible lead fracture. The lead was capped and replaced and then later was fully explanted. No patient complications have been reported as a result of this event.